Event description:
It was reported that one month post implant the right ventricular (rv) lead had high thresholds. It was noted that the patient was only pacing in the ventricle 3.2 percent of the time. Therefore, the physician opted to check the threshold again in three months and if it is not worse the physician will continue to monitor the lead every six months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).